Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the procedure there was no back flow. There was no reported injury to the patient.

Event description:
It was reported that during the procedure there was no alleged back flow. It further reported that a new device was used to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one 7fr groshong catheter was returned for evaluation. The manufactured distal tungsten plug and three-way valve appeared to be intact with no damage identified. Although the sample was patent to infusion, it was not patent to aspiration. No leaks were observed during the infusion and aspiration attempts. Based on this finding, the investigation is confirmed for the reported failure to aspirate. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include excessive handling, chemical exposure, and insufficient silicone oil application to the groshong valve.